Event description:
It was reported from the office of oral surgery partners that a glidewell ht implant ø4.3 x 13 mm experienced failure to osseointegrate at tooth location #6. The patient was reported as a 65-year-old male with a medical history of smoking, periodontitis, high cholesterol, and high blood pressure. Bone quality was reported as type iii and oral hygiene was reported as fair. The implant was placed on (B)(6) 2025 following immediate extraction. The patient presented with the issue on (B)(6) 2026 during the second stage of surgery. Reported patient symptoms included inflammation, infection, granulation/fibrous tissue around the implant, and abnormal bone loss around the implant. The implant was removed on (B)(6) 2026. No instruments were reportedly required to retrieve the implant, as it was removed during bridge removal. No additional medical or surgical procedures were reported. The implant was replaced.

Manufacturer narrative:
An investigation will be performed, and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).